Event description:
It was reported the device displayed no disposable, pump won't run alarm during the use of the cassette. The customer changed the cassette to a new one. After that, the alarm was cleared. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: sample was received without blue clip and without cap assembled. During visual inspection was detected that ay bag neck is inside cassette housing and pump tube is flat in the section before occlusion mechanism. Functional testing: sample was filled with 100 ml of water; the sample was connected to the pump to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. Accuracy test: the sample received was connected to the pump and to a mettler to look for unusual function. The sample could not be connected, no disposable pump would not run alarm was present. Complaint is confirmed. A CAPA was opened for no disposable alarm issue to identify the root cause. Currently the CAPA is in investigation results phase. The cause of the reported problem could not be determined.